Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a low out of range right ventricular (rv) pacing impedance measurement of less than 200 ohms. It was suspected that there could be a lead fracture. Technical services (ts) reviewed and stated that device data available showed noise with oversensing and no pacing inhibition following the first lead safety switch. The ventricular sensitivity threshold was increased from 2.5mv to 4.0mv following the first lead safety switch. Upon review, the last year rv intrinsic amplitude trend the values have varied from 4.4 - 18.1mv. Ts recommended troubleshooting options. This device remains in service. No adverse patient effects were reported.